Event description:
This 83 y/o hispanic female was admitted to hosp on 5/31/97 with a 50% total body surface area burn on the lower half of her body on the right arm. Wounds treated with topical ssd until 6-5 when excision was done with placement of dermagraft-tc (d-tc) over wound beds on upper right arm, abdomen, perineum, and right leg. On 6-9, her left leg (not covered with d-tc cultured positive for staph., enterococcus, and pseudomonas aeruginosa. On 6-10, a small amount of greenish drainage was noted under d-tc next to the perineum. On 6-16 blood cultures were positive for stenotrophomonas (xanthomonas) maltophilia, and pt returned to or where any questionable material was reexcised. On 6-17 sputum cultured positive for candida tropicallis. There was 100% take of autograft. In the physicians' opinion, the infection was not caused by d-tc. He stated that the infection was due to poorly excised fat next to the perineum, and noted that the same infection was found under allograft that was used on the left side next to the perineum.